Event description:
Report rec'd from the USA stating that the cutter could not be inserted. It is known that there were no injuries. It is unk whether device was used in surgery or delayed surgery, or whether medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).